Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The customer's report was verified during evaluation; however, the root cause could not be determined. The pd engine was replaced to reduce the probability of reoccurrence. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib and pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.